Event description:
Customer reported overinfusion of this 6060 pump during biomed testing. Pump was programmed in the continuous mode, 40 ml over a period of 1 hr. Bag infused into a 50ml graduated cylinder. Pump failed the two accuracy tests that were performed. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for eva.